Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and shown failed storage space. The customer tried to reboot and recover the storage space, but the problem was not resolved. The customer shut down the station by unplugging the power cord from the back of the unit, turned the power back on, and then attempted to check and recover the drawer, but the issue persisted and the drawer still failed. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 1 had repeated failures. A field service engineer (fse) found that the latch sensor was not secure and reseated the latch sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.